Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Enduser advised concentrator is alarming with a solid alarm and no lights.